Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blood tube did not empty completely. The site had to empty it manually, and there was patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was related to a previous service of the device within the past 12 months, it was returned for the same malfunction that was reported. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be replicated or confirmed. The probable cause could not be identified.